Manufacturer narrative:
The device has been received for evaluation, however investigation is not yet complete.

Event description:
The event involved a chemoclave® vented bag spike where the customer reported that the device leaked from the air vent during infusion. There was no concomitant drug and no concomitant device. There was no bleedback, no chemo, and no biohazard. The device was not reprocessed/resterilized. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one used ch-14 for inspection. No defects or anomalies noted. The ch-14 was leak tested with the cap open. There was leakage from various locations on the filter, indicative of the filter being saturated with prior infusate. The reported complaint of leak from air vent can be confirmed. The probable cause is due to the filter wetting out due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.